Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The meter was returned for investigation. After powering on the meter, the visual inspection of the display showed several black lines/spots including one larger black spot. The representation of the results overlays the black lines/spot. There were no traces of an obvious mechanical impact visible on the housing of the device. The touch function of the display works normally. The meter was disassembled for further investigation and the display assembly was found to be defective.

Event description:
The initial reporter stated there was an issue with the display of the accu-chek inform ii meter serial number (B)(4). The meter display had a "black blob" in the center of the screen. The customer was unable to read the results field of the display clearly and misinterpreted a result of 135 mg/dl as 185 mg/dl. There was no visible damage to the screen, but it felt loose when the customer pressed on it. The customer stated she heard a clicking sound when touching the screen.